Manufacturer narrative:
A record review was performed. A product deficiency review was performed and there is no product deficiency identified. A document and trending was reviewed. There is not a recognizable adverse trend. The risks and mitigation associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA: 010215.

Manufacturer narrative:
Manufacturer year 2009. The surgery center did not request service with the manufacturer. The surgery center indicated a third party technician would be called for service. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
A surgery center reported there was smoke from the console. The surgery center indicated the surgery was not started and there was no patient in the room when the event occurred. No patient injury reported.